Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner and ceramic head was reported. Stem malposition was confirmed following a medical review. Device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: procedure-related factors: stem malposition in near absent anteversion. Patient-related factors none. Device-related factors: none. Diagnosis: exeter stem malposition in near absent anteversion has caused hip instability by impingement leading to recurrent dislocation requiring revision. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded; exeter stem malposition in near absent anteversion has caused hip instability by impingement leading to recurrent dislocation requiring revision. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Revision of right hip replacement due to recurrent dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of right hip replacement due to recurrent dislocation.